Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm, ink smear, unknown fm and scratched tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded fm - tube, CAPA#(B)(4) and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that before use of the bd vacutainer® edta 2k had issues with foreign matter in tube one, deformed tubes 706, black spot in tube 19, and seven tube dirty. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x1 deformed tube x706 black spot in tube x19 dirty tube x7.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® edta 2k had issues with foreign matter in tube one, deformed tubes 706, black spot in tube 19, and seven tube dirty. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x1, deformed tube x706, black spot in tube x19, dirty tube x7.